Event description:
Reportedly, during pt use, a "control rom failure" alarm occurred. The ventilator stopped without an alarm and the screen was frozen. The pt's spo2 level dropped. The pt was manually ventilated until the spo2 level returned to the expected value. There were no further adverse pt effects reported.

Manufacturer narrative:
(B)(4). Although requested, add'l pt info was not provided.